Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was damaged during the right ventricular (rv) lead explant procedure and therefore was replaced. Additionally, after extraction of the rv lead there was high thresholds noted on the right atrial (ra) lead. The ra lead was then explanted and replaced. No patient complications have been reported as a result of this event.